Event description:
During routine service of the device, it was identified that the remote alarm feature on this device would not trigger the remote alarm/nurse call system. The audible alarm on the device was functioning to specification. The unit was not in pt use and there was no reported pt harm. The bnc connector was replaced to correct the remote alarm triggering malfunction.